Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. The electronic de vice-use logs were also provided. During the investigation a secondary condition of fpga reset/reprogram failures was detected. This condition has a potential for patient harm. Visual inspection noted analysis of the system logs showed evidence of multiple fpga (field programmable gate array) reprogram failures. It was reported that the screen displayed a power handle error. The reported issue was confirmed. When the fpga is unable to reset/reprogram, motor control is lost making the motor movements not possible. This condition results in the error message observed by the end user. The most likely cause was traced to device design. A process improvement has been initiated to address this issue. The most likely root cause was traced to device design. Internal process improvements have been initiated to mitigate this issue. The evaluation detected an unreported condition: the battery data was analyzed and the battery was in a state of permanent failure. The physical battery was examined and the current interrupt device was open. The most likely root cause was traced to device design. A process improvement has been initiated to address this issue. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, pre-operatively, when the handle was removed from the charger and brought it into the operating room, it was found that handle error was displayed. The display of the error did not disappear even when the handle was returned to the charger and power reset was attempted. Another manual handle was used instead. There was no patient involvement. Medtronic's initial evaluation of the incident device found system logs which indicated several instances of fpga (field programmable gate array) reprogram/reset failures.